Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., method codes, result codes, conclusion codes updated. Manufacturer name changed from boston scientific - maple grove to boston scientific - galway. Device evaluated by MFR: returned product consisted of a watchman access system (was). Blood was on the device and the valve was partially closed as received. The hub, shaft, and tip were examined. There were multiple kinks along the shaft of the device. The shaft was kinked 47cm from the tip. The tip was damaged with material damage consistent with anchor damage during recapture of the implant. The tip was also deformed in a triangle shape. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11782. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system was advanced through a watchman® access system. The closure device was deployed, but required a recapture as the closure device was too proximal. During the full recapture, the physician noted difficulty in recapturing the device. The closure device was able to be recaptured and was fully contained in the access system upon removal from the patient. Once the delivery system was out of the patient's body, they noticed the delivery system was "oval" shaped. They completed the procedure with a different device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11782. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device and delivery system was advanced through a watchman® access system. The closure device was deployed, but required a recapture as the closure device was too proximal. During the full recapture, the physician noted difficulty in recapturing the device. The closure device was able to be recaptured and was fully contained in the access system upon removal from the patient. Once the delivery system was out of the patient's body, they noticed the delivery system was "oval" shaped. They completed the procedure with a different device. There were no patient complications and the patient's condition is stable.